Event description:
A malfunction alarm occurred with code malf 15, which was not preventable by the customer as it did not cause any notable events prior. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, but the issue persisted. Consequently, technical support decided to replace the pump and confirmed the shipping address. The customer was instructed to use multiple daily injections as backup therapy and to return the faulty pump using a pre-paid label after placing it in storage mode, which the customer acknowledged and understood.